Manufacturer narrative:
Covidien reference number (B)(4).

Event description:
It was reported that, an 840 ventilator generated a constant alarm. The ventilator was not in use on a patient at the time the event occurred.